Event description:
It was reported that they were trying to initiate Normothermia, but Arctic Sun device kept priming to 0 l/m and alerting 02 low flow. Patient temperature (PT) was 34.9C, Targeted temperature (TT) was 37C, Water temperature (WT) was 17C, Water flow rate (WFR) was 0 l/m. 4 pads connected to adult patient. Walked through stop therapy and empty pads. Device alerted 07 Empty Pads Not Complete x 2. Disconnected over trash can. Reconnected using proper technique. Device primed to 0 l/m. Walked through stop therapy, empty and disconnect. Placed device in manual control at 35C with no pads connected. System Diagnostics showed that the Outlet Monitor Temperature (T1) was 13.2C, Outlet Control Temperature (T2) was 13.1C, Inlet Temperature (T3) was 26.6C, Chiller Temperature (T4) was 6.2C, Water flow rate (WFR) was 0 l/m, Inlet pressure (IP) was -10psi Circulation pump command (CPC) was 0 Mixing pump command (MPC) was 0 Heater was 0, Water Reservoir Level (WRL) was 4, System Hours were 2006.9 and Pump Hours were 1435.4. Device alerted 41 Low Internal Flow. Walked through disabling manual control and advised them to swap out to alternate device. Send this one to Biomed labeled 41 (Low Internal Flow).Per follow up information received via task on 25JUN2026, spoke with biomed who stated they received the device yesterday evening and suspects a faulty flow meter and was going to clean and reset it today to check.Per follow up information received via task on 26JUN2026, spoke with biomed who confirmed the device went back to the floor and did not work on this device but would expect the level sensor was just cleaned and put back in the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Per follow up information, biomed confirmed the device went back to the floor and did not work on this device but would expect the level sensor was just cleaned and put back in the device.The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product.A review of the Device History Records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed.Correction: DUDI format updated with available product information per GUDID. H11: Section A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD."This report was impacted by eMDR scheduled maintenance occurring July 22 - 27, 2026".

Manufacturer narrative:
THE INVESTIGATION IS STILL IN PROGRESS. ONCE THE INVESTIGATION IS COMPLETE A SUPPLEMENTAL REPORT WILL BE FILED.UDI FORMAT UPDATED WITH AVAILABLE PRODUCT INFORMATION PER GUDID. H11: SECTION A THROUGH F - THE INFORMATION PROVIDED BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT/REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Event description:
IT WAS REPORTED THAT THEY WERE TRYING TO INITIATE NORMOTHERMIA, BUT ARCTIC SUN DEVICE KEPT PRIMING TO 0 L/M AND ALERTING 02 LOW FLOW. PATIENT TEMPERATURE (PT) WAS 34.9C, TARGETED TEMPERATURE (TT) WAS 37C, WATER TEMPERATURE (WT) WAS 17C, WATER FLOW RATE (WFR) WAS 0 L/M. 4 PADS CONNECTED TO ADULT PATIENT. WALKED THROUGH STOP THERAPY AND EMPTY PADS. DEVICE ALERTED 07 EMPTY PADS NOT COMPLETE X 2. DISCONNECTED OVER TRASH CAN. RECONNECTED USING PROPER TECHNIQUE. DEVICE PRIMED TO 0 L/M. WALKED THROUGH STOP THERAPY, EMPTY AND DISCONNECT. PLACED DEVICE IN MANUAL CONTROL AT 35C WITH NO PADS CONNECTED. SYSTEM DIAGNOSTICS SHOWED THAT THE OUTLET MONITOR TEMPERATURE (T1) WAS 13.2C, OUTLET CONTROL TEMPERATURE (T2) WAS 13.1C, INLET TEMPERATURE (T3) WAS 26.6C, CHILLER TEMPERATURE (T4) WAS 6.2C, WATER FLOW RATE (WFR) WAS 0 L/M, INLET PRESSURE (IP) WAS -10PSI CIRCULATION PUMP COMMAND (CPC) WAS 0 MIXING PUMP COMMAND (MPC) WAS 0 HEATER WAS 0, WATER RESERVOIR LEVEL (WRL) WAS 4, SYSTEM HOURS WERE 2006.9 AND PUMP HOURS WERE 1435.4. DEVICE ALERTED 41 LOW INTERNAL FLOW. WALKED THROUGH DISABLING MANUAL CONTROL AND ADVISED THEM TO SWAP OUT TO ALTERNATE DEVICE. SEND THIS ONE TO BIOMED LABELED 41 (LOW INTERNAL FLOW). PER FOLLOW UP INFORMATION RECEIVED VIA TASK ON 25JUN2026, SPOKE WITH BIOMED WHO STATED THEY RECEIVED THE DEVICE YESTERDAY EVENING AND SUSPECTS A FAULTY FLOW METER AND WAS GOING TO CLEAN AND RESET IT TODAY TO CHECK. PER FOLLOW UP INFORMATION RECEIVED VIA TASK ON 26JUN2026, SPOKE WITH BIOMED WHO CONFIRMED THE DEVICE WENT BACK TO THE FLOOR AND DID NOT WORK ON THIS DEVICE BUT WOULD EXPECT THE LEVEL SENSOR WAS JUST CLEANED AND PUT BACK IN THE DEVICE.